Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0203140513, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 03-jun-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 241ml. Flow rate: 5 ml/hr. Procedure: unknown. Cathplace: unknown. It was reported the device infused earlier than expected. The patient's portable infusion pump finished at 08:00 a.m. (B)(6) 2020 and the scheduled time for completion was (B)(6) 2020 at 11:30 a.m. There was no reported injury.